Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 50ml luer lok foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the inpatient nurse was about to inject the patient with a syringe, but when she opened the syringe package, she found plastic residue inside the syringe. Replace with new syringe immediately.

Event description:
It was reported while using bd syringe 50ml luer lok foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the inpatient nurse was about to inject the patient with a syringe, but when she opened the syringe package, she found plastic residue inside the syringe. Replace with new syringe immediately.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.